Manufacturer narrative:
(B)(4). Date sent: 2/15/2024 d4: batch # 564c34 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with an ecr45m reload loaded on the device. The reload was received unfired. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. The device opened and closed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 564c34, and no non-conformances were identified.

Event description:
It was reported that the surgeon would not use the stapler because it ¿misfired¿. He stated the jaws wouldn¿t open when he tried to reposition the stapler at first. Then when he got it off, the stapler fired on its own. He did not pull the firing trigger. Nurse stated that it was sitting in her office and she could hear it trying to fire in the box after the event all on its own. Procedure was completed with no patient harm or any other issues.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the tissue? Did it sound like it was firing when the jaws were open or closed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.